Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to a stored tachy episode that appeared to be sinus or atrially driven and farfield signal oversensing. Technical services (ts) reviewed troubleshooting options and programming considerations. This ICD remains in service. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) was explanted and upgraded to a cardiac resynchronization therapy defibrillator (crt-d). The ICD was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to a stored tachy episode that appeared to be sinus or atrially driven and farfield signal oversensing. Technical services (ts) reviewed troubleshooting options and programming considerations. This ICD remains in service. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) was explanted and upgraded to a cardiac resynchronization therapy defibrillator (crt-d). The ICD was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to a stored tachy episode that appeared to be sinus or atrially driven and farfield signal oversensing. Technical services (ts) reviewed troubleshooting options and programming considerations. This ICD remains in service. No adverse patient effects were reported.